Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not able to load the cartridge onto the pump and "getting the pump to work". Customer thought that loading of the cartridge may not have been correctly performed; however, this was not confirmed. Customer reverted to using an alternate pump for insulin therapy. Customer's blood glucose was not impacted.